Event description:
Reporting status: serious injury/ hospitalization/ medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that approximately 8 months post a mid and prox rca stenting procedure with two xience stents, starting 2008, the patient experienced nausea and shortness of breath. The patient was re-hospitalized and diagnosed with a non q-wave mi. The treatment was revascularization of the mid rca on the same day. No additional event or patient information is available.

Manufacturer narrative:
The second xience coronary stent system indicated is being filed under the same MFR number.